Manufacturer narrative:
The angiosculpt device was disposed by the hospital, thus, no eval performed. The device MFR date is unk. The user inflated the angiosculpt device to 24 atm which is above the rbp of 16-20 atm (balloon size unk). The angiosculpt ptca catheter was used off-label. The IFU lists under warnings to not exceed the rbp during inflation.

Event description:
The physician used an angiosculpt rx taper tip device. The physician inflated the device to approx 24 atm and the catheter shaft burst proximal to the balloon. The device was disposed by the hospital and no further info is available.